Event description:
Advocate stated his father's blood glucose reading on the contour next was 196mg/dl. Using a different meter the reading was 105mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.